Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample or photo is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. (B)(4).

Event description:
It was reported that the needle broke and the safety failed on a 1 ml bd¿ syringe with permanently attached bd safetyglide¿ safety needle 27 g x 1/2 in. And the scale markings were hard to read. No injury or medical intervention.